Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when loading the cartridge. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer successfully loaded a new cartridge. The customer's blood glucose level was 86 mg/dl.